Event description:
New information received that the device was explanted due to eri.

Event description:
It was reported that a longevity calculation estimated the device had 5 to 8 months before reaching eri. On (B)(6) 2010 a longevity estimation showed the device had 25-28 months until eri. The physician no longer has access to the patient or records. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion could not be confirmed in the laboratory. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within normal longevity estimations. Device function was normal when tested on the bench.